Manufacturer narrative:
Sample from the patient was submitted for investigation and a streptavidin interfering factor was detected in the sample which most likely caused the questionable ft4 results. This interference is documented in product labeling.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys ft4 ii assay result for one patient sample where the elecsys tsh assay result was normal. The customer used cobas e601 analyzer serial number (B)(4). The initial ft4 result was 3.77 ng/dl and the repeat result was 4.06 ng/dl. These results did not match the patient diagnosis and the laboratory sent the sample to two other laboratories for testing. The result with abbott method was 0.93 ng/dl and the result with siemens method was 1.29 ng/dl. The erroneous result was reported to the medical personnel. The patient was not adversely affected.